Event description:
It was noted via device interrogation that the implantable cardioverter defibrillator exhibited under-sensing of patient's ventricular fibrillation (vf). Shock was ultimately received.